Event description:
It was reported the strip printer is intermittent. There is no power to the "4 paper speed button" and interrogations are not automatically printing. It was further noted that the printer was "fixed 11/18." Also, when it happens, the printer drawer can be taken out and re-inserted. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer prints intermittently, as a result the printer and the printer drawer were replaced. It was also noted that the stylus pen was not functioning correctly, as a result it was replaced. (B)(4).